Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The patient had been presented to the electrophysiology (ep) laboratory for a scheduled implant procedure. During the procedure, the physician experienced difficulties inserted the right atrial (ra) lead into the device's ra header port. Visual inspection of the header port did not identify a retracted set screw that may have been obstructing the terminal pin of the lead. The physician elected to wipe down the proximal end with sterile saline. Despite some resistance, the ra lead was successfully inserted into the ra header port. The available information suggests that this device remains in-service.